Event description:
It was reported that during an unknown procedure the tissue pad of the scalpel fell off after being activated 4 times. The tissue pad was retrieved by forceps through the trocar. Changed to another device to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): added additional information. The device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time